Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Through investigation it was learned that 2 valves were not implanted in the same patient. It was determined through follow-up that the 2 valves were implanted uneventfully to 2 different patients. At this time, there is no indication/allegation that this event is associated with a device malfunction, deficiency, or failure to perform as intended and therefore does not meet the complaint criteria. This event is no longer MDR reportable.

Event description:
Edwards received notification from our affiliate in australia. As reported, two valves (23mm and 26mm sapien 3 ultra valves) were implanted in the patient. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.